Manufacturer narrative:
Boston scientific crm received information from the local representative that the save-to-disk is enroute for analysis. In review of the stored electrograms, the local representative reported that an episode was recorded as nonsustained with the rate of the arrhythmia close to the programmed rate cut-off of the device. Additionally, the local representative reported that the device was not retrieved and will not be returned to boston scientific's post market quality assurance laboratory for testing.

Event description:
Boston scientific crm received information that the local representative contacted technical services in 2009 to report a pt death. The local representative reported that this pt's device was implanted in 2009. In the next day, the pt was discharged. That night, the pt arrested and expired. The local representative stated that the device was interrogated in the ER at 8:00 pm on that day. A nsvt was recorded from 7:17 pm. The implant procedure was unremarkable with a defibrillation threshold of 14 joules. The physician alleges that the device caused or contributed to the pt's death. A save-to-disk was performed and the local representative was planning to discuss with the physician.